Event description:
It was reported that the system displayed multiple error codes during initialization and sampling. The customer changed probes several times and the system operated intermittently. The procedure was completed and the device was returned for service and repair.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device displayed green cable errors during initializaton of functional test because the pcb board was not calibrated properly. The site performed system upgrade to correct the issue. The holster was functionally tested and found to operate properly. No conclusion could be reached as to what could have caused this incident.